Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: since no samples displaying the reported condition were received a potential root cause could not be defined. Rationale: since no samples displaying the reported condition were received corrective actions are not necessary.

Event description:
It was reported that an unspecified number of 25g x 5/8 in needles were clogged/blocked/occluded during use. The following information was provided by the initial reporter: material no. 305901 batch no. Unknown. We have been asked for device and/or drug delivery ideas, by nursing staff experiencing upper extremity strain due to prolonged manual delivery of viscous chemo meds via syringe, IV push or subcutaneous, taking 5 ¿ 45 minutes at a time. (They are reaching out to other jurisdictions, looking at body mechanics, etc, in addition to these enquiries.)